Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure; a suture sleeve was used to cover a small abrasion spot on the left ventricular lead. Patient had not symptoms and was stable before, during, and after the procedure.

Event description:
Related manufacturer reference number: 2938836-2019-02671.